Event description:
It was reported that pump experienced malfunction during a software update. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support, but shutdown could not be completed, so technical support exhausted troubleshooting steps, and arranged replacement pump. Customer will rely on multiple daily injections as backup therapy.